Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An hcp calling about MRI compatibility guidelines stated that they were told that the patient¿s ins ¿doesn't work.¿ the caller stated that they didn't know what that meant. The caller was not with the patient at the time of the call and they were unsure what area of the body the patient needed scanned. Technical services provided the patient services number and advised that the patient should follow up with their managing health care professional (hcp). There were no symptoms and no further complications reported at this time.